Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, the device was broken shell, missing shell and fold creases. A weight test of the device was verified, and the device underweight. A microscopic analysis was performed which identified, broken crease sharp, stress marks and wear abrasion. Based on the device analysis, the final assessment is: a crease sharp edge broken in the side radius assessed, as fold flaw opening. Missing shell assessed, as inconclusive.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported anxiety and a right side rupture and diagnosed by mammography. Device remains implanted.